Event description:
Reportedly, intervention for a lead repositioning related to an atrial lead. The pacemaker was implanted on (B)(6) 2025. Impossibility to screw again the repositioned lead: the screw was found damaged. It was needed to replace the subject pacemaker.

Event description:
Reportedly, intervention for a lead repositioning related to an atrial lead. The pacemaker was implanted on (B)(6) 2025. Impossibility to screw again the repositioned lead: the screw was found damaged. It was needed to replace the subject pacemaker.

Manufacturer narrative:
The conclusions are as follows: the analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. The atrial and ventricular silicone caps were found damaged with presence of a hole. Metallic flakes were observed over the atrial and ventricular silicone caps most probably coming from the screwdriver during the screwing with too much strength. The atrial and ventricular hexagonal cavities were found damaged, and a piece of silicone cap was found inside the atrial setscrew cavity. Correct tightening marks were found on the atrial and ventricular setscrews tips. Nevertheless, damages were also noticed on the atrial and ventricular setscrew tips. Discussion: the correct tightening marks most probably came from the first procedure (implantation). The other damages were most likely performed during the reintervention where too much strength was applied with the screwdriver, either during the disconnection or during the reconnection of the leads, leading to the noticed damages on both connectors. The complaint reported an issue only with the atrial connector, but the same issue was seen on the ventricular one. However, some damages were seen on the same side of the atrial setscrew tip indicating that either it was unscrewed (disconnection), or screwed (reconnection) in an incorrect alignment. Based on the available information, no issue is suspected on the subject pacemaker. For more details, please refer to the attached analysis report.